Manufacturer narrative:
The investigation found that the probes had not been replaced for over a year. Preventative maintenance was performed and the probes were replaced. The investigation determined the maintenance actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 and a1c-3 tina-quant hemoglobin a1c gen.3 results for one patient with the cobas integra 400 plus. The initial crej2 result was 1.4 mg/dl. The repeated result was 1.1 mg/dl. The initial hba1c result was 13%. The repeated result was 11%. The second repeated result was 8%. The questionable results were not reported outside the laboratory. The reagent lot numbers and expiration dates were requested but not provided.